Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor valve was successfully implanted at a non coronary cusp depth of 0mm and a left coronary cusp depth of 1mm using a large flexnav delivery system, in a patient with a history of atrial fibrillation. It was confirmed via electrocardiogram, that the patient developed a third-degree atrioventricular block when crossing the aortic annulus with the flexnav delivery system. The patient's baseline rhythm was noted as atrial fibrillation prior to implant, and after a pre-implant balloon aortic valvuloplasty (bav), using a 22mm non-abbott balloon. After implanting the navitor valve, no aortic regurgitation was noted, but the atrioventricular block persisted. The decision was made to implant a permanent pacemaker to treat the atrioventricular block. The patient had been administered heparin and noted to have an activated clotting time of 363 seconds prior to implant, and 328 second post-implant. It was noted that 4 resheaths of the 27mm navitor valve had occurred because of the valve being implanted too high. The patient's pre-implant mean aortic valve gradient confirmed via an transesophageal echocardiogram and angiography was 30mmhg. Post-implant the patient's mean aortic valve gradient was 3.8mmhg. There was no clinically significant delay in the procedure reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of third degree av block when crossing the aortic annulus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Please note that per the instructions for use, "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.".